Event description:
It was reported that the patient underwent a revision procedure due to unspecified reasons with a spectra penile prosthesis (spp). The spp was explanted and a new spp was implanted.